Event description:
The surgeon, (B)(6) that during a primary total hip replacement, the trial became stuck in the acetabulum. The surgeon reported that the treads sheared off and he was unable to put the handle back on to take the trial out. E-mail received from (B)(6) confirming that surgery was completed successfully once the window trial was removed. (B)(6) reported that there was no delay in surgery.

Event description:
The surgeon, mr. (B)(6)., reported via v.o. (Quality manager at tekno surgical, (B)(4) distributor) that during a primary total hip replacement, the trial became stuck in the acetabulum. The surgeon reported that the treads sheared off and he was unable to put the handle back on to take the trial out. E-mail received from v.o. (Tekno surgical, (B)(4) distributor) confirming that surgery was completed successfully once the window trial was removed. V. O. Reported that there was no delay in surgery.

Manufacturer narrative:
Visual inspection confirmed the reported event, the threads of the trial were stripped. The green anodization was almost entirely faded, likely from heavy use and repeat sterilization cycles. Material analysis found no evidence of material or manufacturing defects. DHR determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Chr found no other similar events for the reported lot. Material analysis found no evidence of material or manufacturing defects. The investigation concluded that the stripped threads were likely caused by heavy use of the trial.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.